Event description:
On (B)(6) 2012 customer reported a leak in the lh750 analytical station. Customer could not locate the source of leak. Customer stated that an unknown amount of liquid spilled onto counter. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and observed broken tubing through pinch valve 53b (pv53b). Fse noted that the tubing through this pinch valve had become worn and broken from persistent use. Fse replaced the tubing through pv53b and pv108. This resolved the issue. No further issues were observed after these corrective actions were taken.

Manufacturer narrative:
(B)(4).